Manufacturer narrative:
Deroyal launched the t650 hot/cold therapy units (B)(4) 2013. Reports have been received on the products not functioning properly. An investigation is in process, but a root cause has not been determined for the issues at this time. Deroyal has chose to conduct a voluntary recall of all parts containing t650 units until a root cause can be determined and all problems are successfully addressed.

Event description:
The cold therapy units were not functioning properly. Two patients were shocked by the units.